Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles in shell, fold creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified: broken shell with sharp edge with localized stress induced on posterior and radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and partial delamination (10%) of orientation dot assessed as adhesive failure. Based on the device analysis the final assessment is: broken shell with sharp edge with localized stress induced assessed as surgical impact. Delamination of orientation dot assessed as adhesive failure. Missing shell that is assessed as inconclusive additional, changed, and/or corrected data: b.5, d.4, d.6a, d.6b, d.9, h.3, h.4, h.6

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.